Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during patient use, the ventilator alarmed and the display went blank. The ventilator continued to ventilate the patient. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
(B)(4). The ventilator was evaluated and the customer reported condition was confirmed. To resolve the condition, the graphic user interface printed circuit board assembly was replaced. The ventilator passed self-testing.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.